Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen assembly was separating from the device, consistent with a screen bezel separation hardware issue, while blood glucose remained unaffected and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no impact to clinical status, and the patient was able to continue glycemic monitoring with cgm. Investigation included review of user-provided photos, product history review, and customer interview for troubleshooting and use confirmation. Investigation of this case revealed a cosmetic or mechanical enclosure separation of the display assembly consistent with a device component housing/display interface issue, with no performance or safety impact observed. It was concluded, based on previously established findings for similar reports, that the cause was product design or manufacturing-related mechanical integrity of the screen bezel interface.